Event description:
Medtronic received a report that a microcatheter was accessed into the aneurysm, and after the corresponding axium coil was deployed, detachment was attempted but the coil could not be detached. Emergency detachment was also unsuccessful, so the coil was removed and discarded along with the detacher within the hospital. Axium coil detachment failure occurred. Emergency detachment was also attempted but was not possible. There was poor dislodgement. The physician attempted to detach the coil using the instant detacher 5 times. The physician did not attempt to withdraw using another instant detacher. There was 1 attempt (emergency withdrawal) made to remove the device manually via the hypotube. The product was not used in an infected patient. The device was prepared as indicated in the package insert. No patient symptoms or complications associated with this event were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined. The lesion was a left anterior cerebral artery (aca) that was 7 mm and saccular. The patient's vessel tortuosity was moderate. The patient did not experience any adverse event or injury in association with this event. The procedure was completed as follows: "it appears that coil embolization was completed using a different coil." Prior to coil non-detachment, there were no issues encountered. There was no¿pushwire¿damage observed after removal from the patient.